Manufacturer narrative:
The crep2 reagent lot number was 734446 with an expiration date of 31-mar-2024.

Event description:
The initial reporter questioned the results for multiple patient samples tested for cobas integra creatinine plus ver.2 assay (crep2) on a cobas 6000 c501 module. Discrepant results were provided for 1 patient sample. The initial result was 83 umol/l. The repeat result was 60 umol/l.

Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. A site visit was made where several instrument maintenance actions were performed (the gear pump head was replaced and the related water gauge was adjusted, the vacuum pump tubing was cleaned due to bacterial growth, all the vacuum valves were replaced, both mixing chambers of the rinse unit were replaced as they were cracked and leaking, the ultrasonic mixers were adjusted as they were out of alignment and the sample probe and both reagent probes were replaced and repositioned). Other instrument parts were checked, adjusted, or replaced. After this visit, the instrument was operating within specification.